Event description:
It was reported that the pump touchscreen times out when unlocking and entering values. There was no reported adverse impact to the customer's blood glucose level. The customer declined further follow up from tandem technical support. No additional information was provided.